Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight." Number 6 states, 'inadequate range of motion due to improper selection or positioning of components." Initial reporter - ni this report is number 2 of 2 mdrs filed for the same event/patient* (reference 1825034-2016-02473). Device remains implanted.

Event description:
A patient was admitted into the hospital for post-operative flexion/extension contracture approximately 5 months post-implantation.